Event description:
It was reported that while attempting to treat a post bypass diagonal with heavy calcification, it was very difficult to cross the lesion. However, an ironman guide wire crossed and the balloon was advanced to the lesion. The baloon was inflated to 12atm on the first inflation, and the second inflation was at 14-16atm when the balloon ruptured. The device was difficult to remove after the rupture but the physician was able to remove the device from the patient. The physician then found a portion of the balloon was missing. The patient had no EKG changes. The patient was observed for several days with no complications.